Event description:
Reporter alleged obtaining discrepant blood glucose values of 182 mg/dl and 59 mg/dl back to back with a result of 208 mg/dl when testing was done within 10 mins on the inform sys on one pt. Reporter did not indicate if the pt was experiencing any hyperglycemic or hypoglycemic symptoms during the times of testing. Reporter stated the pt was treated with an unk amount insulin based on the high results and then with a half ampoule of d50 after obtaining a low reading on another meter about 1 hr later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement prod was sent.